Event description:
It was reported that in (B)(6) 2014 the implantable neurostimulator (ins) started ¿coming out¿ again. The patient stated it was ¿black and blue and every color and shiny and sticking up.¿ it was noted that the healthcare professional(hcp) performed another revision in (B)(6) 2014. The caller stated that she did not know why the hcp did not change the ins batteries ¿then.¿ the patient was redirected to the hcp. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).